Event description:
During the use of an exoseal vascular closure device, it was reported that the exoseal was inserted into a 6f terumo sheath introducer. The exoseal with the sheath introducer was retracted as a unit. However, the graphic pattern in the indicator window changed to black-black immediately. The physician rotated it, but the indicator window still showed solid black. Therefore, the physician removed it from the patient and used a non-cordis hemostatic device. The patient did not sustain any patient injury due to the exoseal malfunction. After using the angioseal, its collagen sponge was found to be protruded into the vessel, therefore, surgical operation was needed. This was a procedure involving embolization of a cerebral aneurysm with a retrograde approach. The product will be returned for analysis. The patient¿s approximate height and weight are unknown. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No visible signs of device/package damage were noted prior to use. The exoseal vcd was prepped according to IFU instructions. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath and there was no difficulty connecting the vascular sheath introducer with the exoseal.

Manufacturer narrative:
Please note that this supplemental (follow-up 1) is being submitted as a correction. Complaint (B)(4) was inadvertently reported under the medical device reporting regulations, therefore we are un-reporting the file. (B)(4).

Manufacturer narrative:
The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, the sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The bleed-back indicator was not visibly damaged. The physician has achieved certification on the use of the vcd. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.